Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a dental implant driver snapped in half while the dentist was working in the patient's mouth. No adverse patient consequences were reported .